Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they had blisters where the lead tape was. A possible lead migration was reported. Consumer reported they had not seen much of a change in symptoms since they started their trial. It was reported they have ¿really bad leakage, but it might have been a little better.¿ consumer reported their bladder spasms constantly, but their urgencies are a little better. Patient reported they leak constantly. It was reported that the patient felt intermittent stimulation and thinks she might have turned stimulation off. Patient increased stimulation to 1.8v and was able to feel stimulation more. No further complications reported/anticipated.